Event description:
Customer reported they had previously experienced cuff inflation issue. Covidien has attempted to gather further details surrounding the circumstances of this report, without success. The information provided to date does not confirm if decannulation and recannulation of a replacement tube was performed. No adverse event was reported.

Manufacturer narrative:
(B)(4). No sample is expected to be returned. Without the actual complaint sample a full investigation cannot be completed; therefore, we are unable to determine the cause for this specific event. Manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.